Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer¿s representative regarding a patient for a patient who was being trialed for the neurostimulator. It was reported that the patient had a loss of stimulation to their back following a bad fall after going home after the trial procedure. The patient was not sure when they stopped feeling the stimulation. The patient likely had a lead migration but it was not confirmed. The patient did not allege the trial device caused their fall. Follow up information received on dec. 5, 2016 from the manufacturer¿s representative reported the patient was reprogrammed and the stimulation to their back was restored. No imaging was performed. The patient was planning on moving forward with the implantable neurostimulator (ins).